Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of peritonitis was not reported. On the same day, the patient was hospitalized for the event. On the same day, the patient began treatment with an unknown antibiotics therapy (doses, frequencies and route of administration not reported) and the treatment was ongoing at the time of report. At the time of report, the patient was still in the hospital and recovering. Dianeal therapy was ongoing. No additional information is available.